Event description:
It was reported that the patient experienced spasticity that was not improved by intrathecal baclofen. Unspecified tests done to rule out a pump malfunction were negative and nonspecific. The device system was replaced. The patient recovered without sequela.

Manufacturer narrative:
Pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.